Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose was high at the time of incident. The customer's mother stated that they found that the tubing was bent. The customer's mother stated that the insulin flow might have been blocked. The customer's mother stated that they changed the tubing. The insulin pump will not be returned for analysis.